Event description:
It was reported the patient was unable to establish communication between his ipg and external devices. The patient did not use/charge the scs system for a significant amount of time. Subsequently, the ipg was explanted and replaced with another model which resolved the issue. Reportedly, the patient has effective therapy postoperatively. Event date unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.